Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device did not inflate and leaked during filling. Therefore, the sterile fluid pathway was breached. The device was being filled with saline at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) basal/bolus infusor was observed leaking during patient use at the location of the y-site of the tubing due to a pinhole. According to the report, therapy began at 10:30am and at 2:30pm a call was received at the hospital stating the leak was observed. Leakage was not observed prior to patient therapy. This occurred during patient use. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of an infusor lv 5 device which was leaking from its reservoir was confirmed during product evaluation. This condition was caused by missing film wrap, stemming from the device being incorrectly assembled during manufacturing. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.